Event description:
During laparoscopic gastric banding procedure, surgeon was tightening the band and a part of the band snapped. All components were retrieved. Procedure completed with same like product. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Results: damaged suture loop and buckle. Upon visual inspection, it was observed that the suture loop and buckle from the band were returned damaged. It was noted that the buckle was returned torn on the snorkel strain relief side. The suture loop was separated from the extender tab. It had been reattached to the extender tab and knots tied to keep in place. A leak test was performed on the balloon with a successful result, no leak was found. Upon visual inspection, it was observed that the suture loop and buckle from the band were returned damaged. It was noted that the buckle was returned torn on the snorkel side. The suture loop was separated from the extender tab. It had been reattached to the extender tab and knots tied to keep in place. Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device placement technique are provided. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4).